Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the caller stated the patient indicated that the sacral stimulator has been 'non functioning' for 10 years, 'hasn't worked in' 10 years. Caller could not elaborate, agent asked for managing doc and caller did not know. Information for prescribers for intellis and interstim sent. Additional information was received from the patient. They reported that they chose to let battery go dead, device was not relieving their symptoms. Cause of device not working was due to not charging. They stated device has to be removed for they are having lumbar back nerve ablation doctors fear possibility of current travel to device wire. Also, orthopedic surgeon wants lumbar MRI which can't be performed with implanted device. Additional information was received from a healthcare professional (hcp). The hcp reported that she has a note that the ins was removed yesterday but the lead broke during removal attempt and there is now a <(><<)>6cm portion of the lead remaining. Caller said the note indicated there was dissection down to the bone.

Manufacturer narrative:
Continuation of d10: product ID 3093-33, lot# v856682, implanted:(B)(6) 2011, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(6), ubd: 22-oct-2015, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.